Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter's balloon burst within 24 hours of use. The complainant reportedly inflated the balloon with 15-20cc of tap water. There was no impact to the patient and no pieces of the balloon were observed to be missing.

Event description:
It was reported that the foley catheter's balloon burst within 24 hours of use. The complainant reportedly inflated the balloon with 15-20cc of tap water. There was no impact to the patient and no pieces of the balloon were observed to be missing.

Manufacturer narrative:
The reported event was confirmed, but the cause is unknown. A lubricath foley catheter was returned with its balloon burst. A potential root cause of the reported event could be exposure to petrolatum-based lubricant or other degrading materials due to which the latex was damaged, resulting in balloon burst. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst". The IFU also has a recommended inflation capacity of "30cc balloon: use 35ml sterile water" with the statement "do not exceed recommended capacities." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.